Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action issued by abbott on 18 feb 2025 which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
Correction: please retract the report # 2017865-2025-51166.

Event description:
No allegations of malfunction were reported on the pacemaker, the physician elected to prophylactically upgrade the patient's device from a single chamber pacemaker to a dual chamber pacemaker.